Event description:
It was reported that this inflatable penile prosthesis was incorrectly sized, causing the patient discomfort. The device was explanted and replaced. No further patient complications were reported.